Manufacturer narrative:
The reported reader (B)(6) has been returned and investigated. Visual inspection has been performed and no damage was observed. The reader did not power on with button or test strips. The reader was sent for further investigation and de-cased. Internal visual inspection has been performed and burn marks on the u13 componet was observed. Internal liquid contamination was also observed. The returned reader's battery was measured at 3.88v, which is within specification of 3.7v to 4.2v. Self testing was performed and the reader passed self testing with no errors. It has been determined that the observed liquid contamination is consitent with causing electrical components to short and burn out. Therefore, the issue is not confirmed to a user issue. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If the power adapter and charging cable are returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.